Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii ver. 2 and the elecsys ft4 iii assay on a cobas 8000 e 801 module. The initial results were reported outside of the laboratory to a physician. The physician complained about the results and requested a repeat of the sample compared to the results obtained with a new sample collection. The sample initially resulted in an ft3 value of 7.64 pg/ml (reference range = 2.0 - 4.4 pg/ml) and when repeated on 27-oct-2022, it resulted in an ft3 value of 2.77 pg/ml. The sample initially resulted in an ft4 value of 3.07 ng/dl (reference range = 0.93 - 1.7 ng/dl) and when repeated on 27-oct-2022, it resulted in an ft4 value of 1.22 ng/dl. The ft3 reagent lot number was 583301, with an expiration date of 28-feb-2023. The ft4 reagent lot number was 630888, with an expiration date of 28-feb-2023.

Manufacturer narrative:
All relevant data was checked by an application specialist. It was determined that the customer performed cleaning maintenance around 14:00 on (B)(6) 2022 and received an alarm. The customer forgot to prepare a cleaning solution, so one was prepared and the cleaning maintenance was performed again. Controls were not checked after this maintenance. After running controls again at 2 a.m. On 22-oct-2022, it was found that all controls were outside of range. The field service engineer changed a pinch valve and a photomultiplier tube on 23-oct-2022. The analyzer performed normally after this action and controls were within range. At that time, the customer did not repeat samples or inform the physician there may have been an issue with the results.

Manufacturer narrative:
The investigation determined the issue was related to the incomplete cleaning maintenance performed by the customer.